Event description:
It was reported that the patient said that she just had surgery the day of the reported event to revise ins (stimulator) as it was coming out of the pocket, so hcp (healthcare provider) implanted it deeper. The issue started about 4 months ago. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0g8lg, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).